Event description:
It was reported that the power cord of the neptune rover with smoke evac and power pole was broken with exposed wires and partially melted during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the power cord of the neptune rover with smoke evac and power pole was broken with exposed wires and partially melted during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause was determined to be due to the power cord damage. The cord was coming out of the plug because the plug was damaged. The device was repaired at the customer site.